Manufacturer narrative:
Ge healthcare (gehc) product engineering performed an investigation of this event. Device warning stickers were in place for the device, springs on the latches were functional, all latches were inspected and verified to be secure when fully inserted. The investigation determined that the device functioned as intended, did not malfunction, and met all specifications. The customer did not provide additional details after multiple attempts by gehc. The root cause of the reported event is unknown.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported to ge healthcare (gehc) an incident on a giraffe omnibed on (B)(6) 2021 with a 6-day old patient. The patient was discovered on the floor by the hospital staff. It was reported that the patient is stable and has been discharged from the hospital. A gehc examination of the device determined that it was fully functioning as designed, including the door latches. Gehc will submit a follow-up report when the formal investigation has been completed.